Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners. All the buttons did function properly. No button error alarms noted. However, moisture damage was noted on the keypad traces.

Event description:
The customer reported that the pump was unresponsive. Customer removed the batteries and put it back and received a button error. Customer's blood glucose at that time was 187mg/dl. Insulin pump replaced. No further information provided.